Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the first device had linting issues and the second device had a wrong size in package. There was no patient involved.